Event description:
During the procedure, the side arm valve broke, resulting in the pt losing more than 0.5 liter of blood. The procedure was stopped and planned for another day. No info was provided regarding the status of the pt.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned to assist in our evaluation; however, an examination of the 13 returned unused devices from the same lot no. (F2354726) did not reveal any nonconformances. Per specification, this device is inspected 100% prior to further processing. In addition, the precautions listed in the provided instructions for use, state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." We will continue our monitoring of similar complaints.